Event description:
It was reported that the filter was implanted one year ago prior to gastric bypass surgery. The pt returned for scheduled removal and it was noted that one of the arms was fractured and embedded in the cava wall. Upon successful removal, it was noted that another arm of the filter had fractured mid arm and resides in the pts' lung.